Event description:
It was reported that while the vns pt was being monitored in the epilepsy monitoring unit, the site had experienced difficulties establishing communication with the vns pt's generator. The site reported that upon admission to the eeg monitoring unit, a few days prior, the pt's device had been checked and verified to be functioning properly and it was not showing that the eri flag was set to yes. The site then attempted to interrogate the device before the pt left the hospital and were able to interrogate using two different programming systems. Both programming systems had functioned for other vns pts previously in the day. The pt was released, and was scheduled for a follow up appointment approximately one month later with the physician to try to re-interrogate the device at that time. Further follow up with the physician revealed that the pt did not show up for the follow up appointment, and it is therefore unknown if the generator continues to function properly. Good faith attempts to obtain additional information are underway.